Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reverting to the setup mode. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 (time not specified). The patient manages her diabetes with insulin (self adjuster); however, the patient denied taking any action in response to the alleged meter issue. Three days after the alleged meter issue began, the patient reportedly developed symptoms of dehydration, shaking, and headache. The patient, however, denied she received any medical intervention after the reported meter issue began. During troubleshooting, the csr verified that the patient removed/replaced the subject meter's battery. The csr guided the patient through setting the subject meter and the alleged issue was resolved. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.